Manufacturer narrative:
Customer will be sent a replacement.

Manufacturer narrative:
This is a duplicate of MFR report # 1831750-2012-12924. The serial number (B)(4) and catalog number 1001000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 1831750-2012-12924 for full reporting of serial number (B)(4) and catalog number 1001000000 for this complaint.

Event description:
It was reported by service report that the siderail would not latch due to a weld break and exposed sharp edges were reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
This is a duplicate of MFR report # 1831750-2012-12924. The serial number (B)(4) and catalog number 1001000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 1831750-2012-12924 for full reporting of serial number (B)(4) and catalog number 1001000000 for this complaint.